Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that scorpio a/p sizer broke and the spring got stuck in the sizer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 11-jul-2014. Images of the device are included in the mar. Analysis of the fracture surface determined that the spring failed by ductile shear overload. It is likely that the spring contacted the groove edge and became loaded in shear, leading to its failure. No material or manufacturing defects were observed on the device features examined. Dimensional inspection: not performed as returned device is damaged. Functional inspection: not performed as returned device is damaged and non-functional. The event was confirmed and the investigation concluded that the spring failed by ductile shear overload. It is likely that the spring contacted the groove edge and became loaded in shear, leading to its failure. No material or manufacturing defects were observed on the device features examined. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that scorpio a/p sizer broke and the spring got stuck in the sizer.